Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the poly plug was missing from the tibial implant packaging. Another device was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed set screw and poly plugs are missing. Device history record was reviewed and no discrepancies were found. Complaint history search was conducted, and no issues were identified. Root cause is likely related to human error in the manufacturing process, however this was unable to be determined through investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.